Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a ranger balloon catheter with the balloon protector. There was blood in the inflation lumen. There was a pinhole on the distal end of the balloon adjacent to the distal balloon bond. There was no other damage to the catheter. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon pinhole occurred. The patient presented with critical ischemia. During preparation of the 3.00 x150mm ranger sl drug coated balloon, bubbles in the system were noted. The physician decided to introduce the device into the patient but the pressure did not rise and the device was withdrawn. During inflation outside the patient's body, a pinhole was noted in the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.